Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 243 mg/dl. Reportedly, the cause of the elevated bg was unknown. During a system check, tandem technical support (cts) confirmed that the pump was functioning as intended. The customer mentioned basal rate settings were changed on (B)(6) 2017 based on the recommendations of the health care provider (hcp). Cts recommended for the customer to consult with hcp to discuss impacted bg levels; the customer acknowledged. The customer delivered a correction bolus to stabilize impacted bg level.